Event description:
The customer reports that the telemetry device has a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was returned to the philips authorized repair facility. The repair technician evaluated the device and noted that the reported problem was not identified during evaluation. The device had sound and there were no speaker issues identified. The technician was not able replicate the reported issue. The cause of the customer's allegation is unknown.